Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 383536, batch no.9233236. It was reported that before use of the bd nexiva¿ closed IV catheter system an rn needed 2 hands to retract the needle out of the assembly. The following information was provided by the initial reporter: we had another issue this morning, same lot #, the rn needed 2 hands to retract the needle out of the assembly. The ed nurse as assisting another department (outpatient infusion) to place the line and while she was there, she polled the staff and they said they have had issues with the catheters. I¿m emailing nurse leaders in the departments here that insert the most lines to confirm if they are having issues, and will ask them to save any packaging and devices that have malfunctioned.

Manufacturer narrative:
H.6. Investigation: the sample that was sent to our investigation site under fedex tracking (B)(4) has been lost. The DHR for lot number 9233236 has been reviewed: one potentially related quality notification was disclosed: (B)(4). No other quality issues or process deviations were found. An investigation could not be performed so the complaint is unconfirmed and the root cause could not be determined. H3 other text : see h.10.

Event description:
Material no. 383536, batch no.9233236. It was reported that before use of the bd nexiva¿ closed IV catheter system an rn needed 2 hands to retract the needle out of the assembly. The following information was provided by the initial reporter: we had another issue this morning, same lot #, the rn needed 2 hands to retract the needle out of the assembly. The ed nurse as assisting another department (outpatient infusion) to place the line and while she was there, she polled the staff and they said they have had issues with the catheters. I¿m emailing nurse leaders in the departments here that insert the most lines to confirm if they are having issues, and will ask them to save any packaging and devices that have malfunctioned.